Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). No device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : device history reviewed 22 aug 19 0 non-conformances on this lot number. Final micro and sterility tests passed. (B)(4) units released. Expiry date: 31-aug-17. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received ad 17 june 2019. The patient underwent a right knee revision due to a failed right total knee replacement and decreased range of motion. The surgeon removed all components and placed prostalac antibiotic spacers. The surgeon noted there was no sign of obvious infection under the components. Tissue was obtained and sent for culture and pathology, however, results were not given. Two depuy products were used during the primary operation. A depuy tibial insert was implanted during the revision operation. All other products and cement implanted during the revision were competitor products. Doi: (B)(6) 2016. Dor: (B)(6) 2017, right knee.